Manufacturer narrative:
The consumer alleges the concentrator caught on fire. Device has been is svc for 4 years. MFR contacted the dealer regarding the event. The dealer states that a portion of the patient's tubing (which is external to the device) allegedly caught fire and not the unit itself. The dealer also indicated there is confirmation that the consumer was smoking. Info indicates an external source and smoking as a result of this incident. Current user guide and device labeling covers this area. MDR filed solely consumer's statement of fire. Nature of complaint indicates user error and no device malfunction.

Event description:
The consumer alleges the concentrator caught on fire. He alleges the flames came out of the cannula, not the actual unit. No injury is alleged.